Event description:
A report from the USA revealed that the device, a emax 2 plus motor, did not function. Device was not used in surgery. It is unknown if there was any injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device, a emax 2 plus motor, was received by depuy synthes power tools. It is undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).